Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation underneath the garment. The patient's physician instructed the patient to use (B)(6) and hydrocortisone cream on the irritation. The medical outcome of the irritation is unknown.